Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose levels of 200 mg/dl to 400 mg/dl, and was admitted to the hospital with a diagnosis of dka and a viral infection. The patient experienced the symptoms of nausea and vomiting. The patient noted she tests her blood glucose level twice per day. The patient was unable to provide any specific details about her status and technique prior to this event. The patient reported no issues with the infusion set or infusion site. Troubleshooting revealed the pump settings, basal rate setting and date/time were correct. As the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was admitted to the hospital with dka while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.